Manufacturer narrative:
Further information is not available, because we do not have contact information. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient representative reported "suffered personal injuries and related damages due to implantation of the biocell textured breast implant medical devices identified more specifically below, including but not limited to anaplastic large cell lymphoma resulting in bilateral capsulectomies and resection of redundant skin and soft tissue and reconstruction of open wounds, bilateral chest, with bilateral local tissue advancement flap repair" on an unknown side. Pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. The device has been explanted.